Event description:
A hosp quality/risk management coordinator reported that a pt underwent a colonoscopy for removal of a cecal polyp with electro cautery. The following day, the pt was hospitalized with increased abdominal pain and passage of air through a pre-existing colostomy. An exploratory laparotomy revealed peritonitis and a 1cm perforation on the anterior wall of the cecum. Surgery was required to repair the perforation; the pt is reportedly doing well.